Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 336 mg/dl and 575 mg/dl. The customer was treated with injection for high blood glucose levels. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported other symptoms such as nausea, vomiting and difficulty breathing. Based on customer¿s report customer was alleging possible insulin pump under delivery. Reasons why customer alleged insulin pump was under delivering because the insulin pump won't push the insulin up to give her the insulin. Customer stated that the drive support cap was protruded. The insulin pump will be and reservoir will not be returned for analysis.